Manufacturer narrative:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2024.

Event description:
Per the clinic, the magnet was explanted on (B)(6) 2024, due to pain and non-use. There are no plans to reimplant the patient with a new device as of the date of this report.